Manufacturer narrative:
On (B)(4) 2012, our internal failure investigator spoke with the end user's mother on the phone. She stated that the end user was home alone at the time of the incident. There were no witnesses to explain how the chair tipped over. The mother came home and found the end user on the floor. The end user does not remember what happened. The chair has anti tips on it, which should have prevented the chair from being able to tip over backward. The end user's mother has agreed to take photos of the anti tips and send them via mail to our qa department for review. Without the chair being returned for investigation, and no witnesses to the event, it is unclear how the end user fell from the chair. There is no evidence that the anti tips failed at this point. If and when we receive the photos of the chair, an investigation will be done. If any new info can be gathered as to the cause of this incident, a follow up report ill be filed at that time.

Event description:
The end user's mother called to report an incident with her daughter's wheelchair. She stated that the daughter was sitting in the chair in the living room and the chair fell over backwards. The end user hit her head on the floor and suffered internal bleeding, resulting in a three day hospitalization.